Event description:
It was reported that that during maintenance, test yield was too high. There was no patient involvement. Upon further inspection of the device, it was found that the downstream occlusion test was out of specification.

Manufacturer narrative:
One device was returned for analysis of complaint that during maintenance, test yield was too high. Investigation of the service history of this device shows that this device has not been in for service in the past 12 months. Visual and functional testing was performed. Delivery rate was in specification. Downstream occlusion test was out of specification. The cause of the reported issue was unable to be determined.